Event description:
It was reported per field service report: pump on patient, no harm to patient. On (B) (6) 2010, biomed stated the pump was exchanged off the patient. Symptoms - purge failure confirmed. Findings/actions taken: biomed said the pump would not purge. The biomed technician confirmed helium, trigger source and load. Troubleshoot to the pneumatic control switch assembly. The biomed technician cleaned the valved and was able to get pump to function properly. The pump passed functional testing and was put back in service.

Manufacturer narrative:
(B) (4).